Manufacturer narrative:
The harmonic ace insert been returned for evaluation; however, a this time, evaluation is not yet complete. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. Images of the harmonic ace insert related to this event were received and reviewed by a regulatory post market surveillance (rpms) analyst. The image confirmed that the harmonic ace insert blade was missing/detached. This complaint is being reported based on the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, it was alleged that the harmonic ace insert blade was fractured, and a fragment broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer discovered that the harmonic ace insert blade was fractured during normal use, and a fragment broke off and fell inside the patient. No instrument collision was observed. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the device was reportedly inspected prior to use, and no issue was noted. The device was in use for approximately 25 minutes and performed as intended up until it broke. The surgeon was dissecting tissue at the time of the event. After the blade broke off and fell inside the patient, the fragment was located and retrieved with laparoscopic instrument forceps during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. There was no resistance upon final removal of the device through the cannula. The surgical staff did not notice any other damage to the device or cannula after the event occurred. It was confirmed there was no patient harm, injury or adverse outcome. The device is available for return to isi for evaluation. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The device was found with a broken curved blade. A broken piece measuring approximately 0.45" x 0.10" was missing and not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.